Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that during moving the deceased patient from the bed to cart in the morgue (using the maxi slide) the deceased patient slid off slide in half. It was determined that the nurse participating in patients' transfer did not help much and the second caregiver as a consequence of the event had shoulder pain. When reviewing similar events, we have found a number of cases with similar fault description (caregiver felt pain due to maneuvered of the pt). There is no reportable complaints related to this failure mode. Trend observed for related complaints with similar fault description is currently considered to be low and stable. Our investigation, we were not able to find a deficiency with the maxi slide. The device was inspected by our representative that visited the customer site and was found to have been to specification when the event took place. The slide was found to be in good condition. Due to the limited info provided by the facility we were not able to exactly identify the slide that was involved in the incident, despite our best efforts. From the info received it appears most likely that the caregiver probably tried to catch, lifted the pt. Maxi slide sheet has not been designed to and; therefore, must not be used to lift patients. This product is designed for moving or positioning patients while, at the same time, encouraging good posture without causing undue stress to either the pt or the caregiver. The situation clearly shows that when the IFU would have been followed, the event would have been avoided. This appears to be in line with a user error having occurred, but does not allow us to perform a specific simulation with regards to this event. Since the event is labeling a "user error" and that there was no fault with the slide, our assumption is that the pt was maneuvered incorrectly, was lifted and the instruction for use had not been followed. From the ("idf") visit reported the arjohuntleigh representative that visited the customer site, it comes forward that the customer could not provide training dates against the staff involved. This may point to the staff not knowing of the necessity of clear commands and working as a team during the using of maxi slide. Arjohuntleigh suggest to remind the staff involved of the device labeling, with special attention to the correct maneuvering procedures. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities